Manufacturer narrative:
The unit was received with unresponsive buttons due to unlocked j2 lcd connector. Was unable to perform the functional test and confirm the battery out limit alarm due to unresponsive buttons. However, after locking the connector back in place, currents were within specifications. The unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery compartment threading.

Event description:
The customer reported via phone call that the insulin pump was not acting correctly. The insulin pump was showing a low predict alert and the customer was unable to clear it. The insulin pump also had a battery out limit alert and the customer was unable to clear it. The alarm occurred after a battery change. The customer's blood glucose level was 140 mg/dl. The device was returned for analysis.